Event description:
Customer reported via phone call that their keypad is unresponsive. The blood glucose reading is 60 mg/dl. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, cracked display window, cracked case near display window corners and minor scratches on display window noted. No button error alarms noted. All buttons functioned properly. However, the insulin pump had corroded keypad traces noted. No scrolling numbers noted on display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.